Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a maze procedure, atrial tachycardia (at) after ligation of left atrial appendage ligation. The catheter was prepped by carefully immersed in the saline solution during sheath insertion to prevent air contamination. The heparin has also been increased to avoid the risk of thrombosis. The left atrium was mapped by orion, analyzed with at around right pulmonary vein, ablation was performed with a intellanav stablepoint open-irrigated catheter, and the at was stopped. The tachycardiac induction was then performed and another at appeared. The mapping was performed with orion and diagnosed as at with marshall vein as the circuit. The same site was energized with stablepoint from la and cs, however, the at did not stop. The procedure was then completed. It was noted that later during the same day, the patient developed numbness in the limbs and was diagnosed with cerebral infarction by MRI imaging. A cardiogenic cerebral infarction was suspected due to catheter ablation.